Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user) test strip UDI#((B)(4). Note: manufacturer contacted customer on 11/9/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Wife is calling on behalf of the customer. The e-2 error occurred when the blood sample was absorbed. Customer was using the correct test strips for the meter. During the call, back to back blood tests were performed by the customer and produced test results of e-2 and e-2 using truemetrix meter. At the time of the call, customer's wife reported customer was frequently thirsty, had blurry vision, frequent urination, felt weak and was hungry. Customer was advised to seek medical attention. Customer was unable to continue with the troubleshooting process and no further information was able to be obtained. At call back on (B)(6) 2018, the customer's condition had improved and he did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2018 he had gone to the eye doctor and that his vision is no longer blurry. The customer's blood glucose test result when at the doctor's office was 190 mg/dl and the doctor told customer to take his insulin. The customer was also able to continue with the troubleshooting process. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/15/2020 and open vial date is (B)(6) 2018.